Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A delivery accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 30 mmol/l with large ketones, excess thirst and urination, nausea, and vomiting. The reporter indicated that the pump was not delivering insulin appropriately related to the event and the reporter indicated contacting the patient's health care provider for phone advice. The reporter indicated that the blood glucose was treated with an insulin injection. The pump was reviewed and confirmed that the pump settings were programmed correctly, the boluses were recorded as programed and were reflected in the total daily dose history, and the basal history matched the programmed basal rates. The basal total daily dose did not match the user programmed rates due to an interruption in basal delivery when the patient accessed the prime menu on the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with inaccurate pump delivery.